Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 25.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter: (B)(4). Additional event site email address: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the customer needed help transducing the central lumen of the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the fiber optic sensor had failed so they were attempting to transduce, but the pump indicated "no cable". They had tried three different pumps, and had checked their transducer. They were able to aspirate blood and flush the iab central lumen. The getinge representative suggested that a cable may be bad, or possibly not the correct iab pump pressure cable. The customer messaged several minutes later that they replaced the pressure cable and that resolved the issue. Therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).